Manufacturer narrative:
It is unknown if the device will be returned for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the package of the 6mm x 60mm x120cm smart flex vascular ses (self-expanding stent) delivery system was opened and the conveying system was removed, it was found that the outer sheath was separated from the tip-head end, and the outer sheath did not cover the tip-head end. This phenomenon still exists after trying to loosen the valve, adjust it, and then tighten the valve. There was no reported patient injury. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. Another smartflex was used to complete the procedure. The device is expected to be returned for analysis

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion:after the package of a smart flex vascular 6mm x 60mm x120cm ses (self-expanding stent) delivery system was opened and the conveying system was removed, it was found that the outer sheath was separated from the tip-head end, and the outer sheath did not cover the tip-head end. This phenomenon still exists after trying to loosen the valve, adjust it, and then tighten the valve. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. Another smartflex was used to complete the procedure. There was no reported patient injury.the device was not returned for analysis. A product history record (phr) review of lot 227170 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.without the return of the device for analysis the reported ¿stent delivery system (sds)-ses~ deployment difficulty - premature/during prep¿ was not confirmed. It is difficult to draw a clinical conclusion between the device and the event based on the information available. However, it is probable that procedural and or handling factors such as the user¿s interaction with the device during device preparation may have contributed to the reported event. According to the instructions for use (IFU), ¿prepare stent delivery system: if the distal tip is not seated in the outer sheath, loosen the tuohy borst valve on the handle and retract the pusher tube such that the distal tip will seat in the outer sheath. Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve on the handle is tightened on the pusher tube. Use a 1-3 cc syringe to flush the outer sheath with sterile heparinized saline through the female luer on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushing¿s with a 1cc syringe. Warning: if the outer sheath cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub attached to the pusher tube, until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube cannot be flushed do not use the device.¿ neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
Complaint conclusion:after the package of a smart flex vascular 6mm x 60mm x120cm ses (self-expanding stent) delivery system was opened and the conveying system was removed, it was found that the outer sheath was separated from the tip-head end, and the outer sheath did not cover the tip-head end. This phenomenon still exists after trying to loosen the valve, adjust it, and then tighten the valve. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. Another smartflex was used to complete the procedure. There was no reported patient injury.the device was returned for analysis. A non-sterile unit of ¿smart flex 6x60 vas 120cm¿ was received for analysis inside of a clear plastic bag. The device was unpacked and was placed at one metallic tray to be inspected. The unit present a light separation between the outer sheath and the tip-head end. The stent was not deployed still mounted on the device. The tuohy borst valve was returned closed tight. The pushing rod present a kinked/bent condition located at 18 cm from the proximal end. No other damages or anomalies were observed on the evaluated product. Functional analysis was performed to determine if the stent can be deployed as expected. The tuohy borst valve of the stent delivery system was unlocked. The stent deployment functionally test was initiate by retracting the outer sheath while holding the inner shaft in a fixed position. The stent deployment was continued until the remainder of the stent was fully unsheathed and expanded. No difficulty or anomaly such as resistance, friction, or incomplete stent deployment was observed during the deployment procedure. A product history record (phr) review of lot 227170 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿stent delivery system (sds)-ses~ deployment difficulty - premature/during prep ¿was not confirmed. As result of the functionally test the stent was deployed as expected. Exact cause of the reported event could not be conclusively determined during the analysis. Procedural or handling factors might have contributed to this issue. Product analysis results do not suggest that the event reported by the customer could be related to the manufacturing process. According to the instructions for use (IFU), ¿prepare stent delivery system: if the distal tip is not seated in the outer sheath, loosen the tuohy borst valve on the handle and retract the pusher tube such that the distal tip will seat in the outer sheath. Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve on the handle is tightened on the pusher tube. Use a 1-3 cc syringe to flush the outer sheath with sterile heparinized saline through the female luer on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushing¿s with a 1cc syringe. Warning: if the outer sheath cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub attached to the pusher tube, until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube cannot be flushed do not use the device.¿ neither the product analysis, the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.